Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was abnormally high impedance associated with the right ventricular lead and an apparent lead fracture. The lead was capped and replaced. It was also reported that the right atrial lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.